Event description:
Medtronic received information regarding a navigation device being used for a balloon sinuplasty. It was reported that the instrument would not track with the navigation system. The device was tried with multiple and would not track. The system tracked all other trackable devices. The procedure was completed with backup instruments. There was a delay of 10 minutes and no impact on patient outcome.

Manufacturer narrative:
H3/h6: the balloon seeker was returned for analysis. Analysis found that the seeker would not track when connected to a known good system and displayed only red status. A check of the electromagnetic (em) interface showed that all three coils were normal. Codes b01, c02, and d02 are applicable. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.